Manufacturer narrative:
The insulin pump was received with protruded/loose drive support disk, minor scratched display window, cracked case at display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, cracked reservoir tube. The insulin pump was unable to complete the prime test due to protruded/loose drive support disk.

Event description:
Customer reports to have received a compromised forced sensor alarm during priming. Customer states insulin "squirt" out when attempted to prime. Customer states drive support cap was protruded. Customer's blood glucose was 189 mg/dl. Customer also reports of having low blood glucose. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.